Event description:
It was reported that following an unrelated procedure, the inflatable penile prosthesis did not work. The device was replaced due to fluid loss from a tear in the reservoir tubing. No patient complications were reported.